Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted due to aortic stenosis after an implant duration of approximately 11 years, and replaced with another edwards pericardial bioprosthetic valve. Records indicate the patient underwent redo avr, CABG x1, tricuspid valve annuloplasty, and endoscopic vein graft harvesting during the same surgery. Patient was transported to the cvicu in stable/critical condition after having tolerated the procedure well.

Manufacturer narrative:
Method = x-ray. Evaluation summary: moderate to heavy calcification was observed in the cusp area of leaflet 1 and moderate calcification was observed in the cusp areas of leaflets 2 and 3. The free margins of leaflets 2 and 3 exhibited moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Host tissue was moderate to heavy at the stent inflow and minimal at the stent outflow. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant, in adidtion to host tissue (pannus) overgrowth. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No information to suggest a device quality deficiency that may have caused or contributed to this event.